Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle direct a&p mesh. Later the pt experienced pain, urinary frequency, odorous vaginal discharge, wound separation in the midline, dyspareunia, tight band at introitus and anterior lump. A removal of two sutures, release of vaginal bands and perineal bands were performed.